Event description:
It was reported the customer has been noting an increase in air in line alarms. Most notably with tpn infusions. This was a general complaint. Bd clinical consultant educated customer on clinical practice and workflow issues to minimize the number of air in line alarms. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility